Event description:
Device issue: none. Adverse event: perforation and surgical arterial repair. Time of adverse event: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified left common femoral artery using two proglide devices in the pre-closure technique. Reportedly, a perforation occurred and the patient was taken to surgery for arterial repair. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4): patient selection. (B) (4). The perclose proglide (part #12673-03, lot #unk) indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.